Event description:
During a spine revision case it was determined that a proliant screw was broken.

Manufacturer narrative:
The engineering evaluation noted that the broken screw was likely the result of poor proximal bone support, which prohibited the applied loads from being transferred properly through the rod-screw-bone construct, leading to ultimate failure of the screw.